Manufacturer narrative:
(B)(4). The ptv ac adapter was received for evaluation. An evaluation of the device duplicated the reported issue and found the ac lemo connector pin 3 and 4 are burnt/melted. A replacement device was sent to the customer. This complaint was included in a two-year retrospective complaint review to assess MDR reportability compliance.

Event description:
The customer reported that the unit has a burnt lemo connector on the ac adapter. It is unknown if there was patient involvement associated with the reported issue.